Manufacturer narrative:
The medical center did not return the product for analysis. Imaging was not provided for analysis. The team did note that due to unrelated bleeding, the patient was not therapeutically anticoagulated. The cause of the ischemia is patient condition. The failure mode will be monitored and trended.

Event description:
A patient was admitted in cardiogenic shock and had an impella cp placed via the left femoral artery. During the two days of support the pump came out of optimal left ventricle position and was replaced. When the second pump was being placed the team observed reduced blood flow and the limb was ischemic. The patient was taken to the operating suite for thrombectomy and fasciotomy. Afterwards, the limb condition improved. Of note the patient was not therapeutically anticoagulated while on impella support due to bleeding from another site.